Manufacturer narrative:
The battery (B)(4) was returned for evaluation. The controller (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. The reported event was confirmed via review of the controller log files, which revealed two controller power up event on (B)(6) 2016 at 11:07:20 and on (B)(6) 2016 at 11:42:49. The data point prior to the first loss of power, at 10:57:25 on (B)(6) 2016, revealed that battery (B)(4) was connected to power port one with 95% rsoc and battery (B)(4) was connected to power port two with 75% rsoc. The data point after the loss of power revealed that battery (B)(4) was connected to power port 2 with 71% rosc and battery (B)(4) was connected to power port 1 with an unknown state of charge, due to the fact that the relative state of charge was recorded with a value of 202. This indicated that the battery experienced a momentary disconnection or that the patient disconnected and reconnected the battery. The data point prior to the second loss of power, at 11:31:18 on (B)(6) 2016, revealed that battery (B)(4) was connected to power port 1 with 96% rsoc and battery (B)(4) was connected to power port 2 with 73% rsoc. The data point after the loss of power revealed that battery (B)(4) was connected to power port 1 with 93% rsoc and battery (B)(4) was connected to power port 2 with an unknown state of charge, due to the fact that the relative state of charge was recorded with a value of 202. This indicated that the battery experienced a momentary disconnection or that the patient disconnected and reconnected the battery. The manufacturer has opened an internal investigation for momentary disconnections. Analysis of the battery revealed that the unit met specifications; the battery passed visual and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Based on the log file analysis and on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources. The data points prior to the loss of power did not reveal any abnormalities in regards to battery (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 10/31/2013 - exp. Date: 10/31/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Retained by patient.

Event description:
It was reported by the mechanical circulatory support (mcs) supervisor that the controller alarmed as no power source was connected to it while the patient was changing one battery and while one "almost fully charged" battery was correctly connected to it. The patient had "two red disconnected power alarm." The battery was replaced with no reported effect on the patient. The battery was tested on the other controller port and power was provided. Log files were provided. Preliminary log file analysis performed on (B)(6) 2016 revealed 2 controller power-up and associated pump start events were logged on controller (B)(4), indicating a loss of power to the controller. The controller power-up events were logged at the following times: (B)(6) 2016 at 11:07:25 and (B)(6) 2016 at 11:42:55. Both double power disconnection events involved (B)(4). Investigation is ongoing.

Manufacturer narrative:
Additional information was provided on 10/10/2016 indicating that they initially could not exclude a controller malfunction. The "no power event" occurred twice and both times involved the same battery. The log file analyst advised that only the battery be replaced. There was no indication of a faulty controller. No damage was observed on the controller power ports. An audible click was heard when the power source was connected to the controller. It was further reported that the battery capacity was greater than 25% when the event occurred. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.